Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 01-feb-2023. Investigation summary: two open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No, cat. No. 320559. Visual examination was carried out on the returned samples and photos and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that the non-patient end needle fell off of the bd micro-fine¿+ pro pen needle while detaching it from the pen. The following information was provided by the initial reporter, translated from japanese: "upon detaching of the pen needle from the pen after injection, the needle npe was separated (fell off)."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the non-patient end needle fell off of the bd micro-fine¿+ pro pen needle while detaching it from the pen. The following information was provided by the initial reporter, translated from japanese: "upon detaching of the pen needle from the pen after injection, the needle npe was separated (fell off)."